Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a mechanical problem. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(4) 2018 the customer reported a pump error 35 during rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, missing serial number label, cracked keypad overlay, keypad overlay texture damage. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was unsuccessful. A critical pump error (open book image) alarm occurs while holding down the go back, down buttons. Unable to verify pump error 35 because unable to upload the long trace or pump history files. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j6, da1, j1, u2, back of the lcd screen; pcba2--j1, lcd flex cable terminal; force sensor flex cable and terminal. After plugging a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then the test case, the unit booted up to a critical pump error (open book image) alarm. After plugging the test pcba2 into a known good pcba1 and then into the test case, the unit also booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured out of specification = 1.292 v. In summary, the customer¿s report of a pump error 35 was unable to be confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to the moisture damage on the force sensor flex cable.